Event description:
It was reported that the device had a por (power on reset) at the same time the patient did a transmission to the clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed 1 power on reset - power on reset parameters for critical ram parity error, addr=1613, data ee on (B)(6) 2012 and 1 - patient alert for device circuit error on (B)(6) 2012. The device was not returned, but diagnostic information is consistant with reported event.